Manufacturer narrative:
Returned device and samples were tested with negative control, calibrator z, two normal whole blood (edta) donors and positive control, calibrator h for troponin recovery. No false positive results were observed with either of the customer's returned samples or any of the negative control samples. No high bias in tni recovery was observed with the positive control sample. Results for troponin recovery: returned sample 1: triage: <0.05, access2: 0.00; returned sample 2: <0.05, 0.00. No error codes were observed. One device with cal h was below the expected range for tni and ckmb. Based on the scan from this device, it appears that the device had an elevated baseline and excessive noise that may have caused interference with the tni and ckmb spots. The presence of one device failure is within the manufacturing release specifications. All other replicates with cal h were within the manufacturing 2sd range with a 96% recovery (within the manufacturing final release specifications). All data points with the negative controls cal z and normal whole blood donors were below the manufacturing cut off of 0.05 ng/ml. No false positive results were observed. The customer's complaint of a false positive or elevated tni result was not observed. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler. Initial sample appeared normal. Full collection was taken. Another 90 minute draw for patient sample was taken. Then initial sample was retested. No patient history or medications provided. Devices at room temperature for 1-2 days. Controls ran on devices on (B)(6) 2011 at room temperature of 22c.